Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and was experiencing inadequate stimulation and high impedances were noted. Database analysis revealed high values on two contacts on port a, 3 contacts on port b, and two contacts on port c. The patient underwent a revision procedure wherein the leads were found to have fractured. The patient underwent a revision procedure wherein the leads were replaced and the patient was doing well.